Event description:
Pacer was applied to a pt in extreme bradycardia according to MFR's directions. It started to work, pt's condition improved, and then it said "pacer malfunction" and stopped. Staff reset and restarted it, again it captured and began pacing, then stopped and said "pacer malfunction." Co unit was then removed; pt was hooked up to another pacer and did fine. No negative pt outcome, but very disconcerting.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.